Manufacturer narrative:
No product was returned for evaluation. Production reports were reviewed, and the production data shows no deviations of the specifications. Device was not returned to manufacturer.

Event description:
Reporter stated the buttons on the infusion device do not function. The protective rubber was damaged and water leaked into the infusion device. The infusion device cannot be returned for evaluation due to legal and custom issues. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.